Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer called to report that the insulin pump experienced an unexpected restart alarm. Customer also reported that there is damage to the lower left and lower right of a the display screen. Customer also reported a crack in the display window. Customer's blood glucose level was not included in the report. Product is being replaced.